Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the patient's body. A new icm will be implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the patient's body. A new icm will be implanted. The original icm was kept by the patient, no product returned expected. No additional adverse patient effects were reported.